Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found deterioration in the adhesive of the bending section cover due to physical/chemical stress with a chip. The insulation resistance value did not meet the standard due to damage on the insertion pipe. The cracking of resin parts led to the deformation of the light guide connector, causing a loss of water tightness. Additionally, a pinhole on the bending section cover contributed to the loss of water tightness. Physical stress from drops and hits damaged the video connector, which developed a crack. The venting connector of the light guide connector was also damaged, and the bending tube was pinched. The bending section could not be fixed firmly due to deterioration on the forceps elevator lever. Chemical or physical stress resulted in a dent on the universal cord. Moreover, damage on the control section prevented the angulation lever from moving smoothly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Establishment name - (B)(6).

Event description:
It was reported, for flex deflectable videoscope reprocessing was performed using a procedure different from the instruction manual and parts were falling off from the exterior of the operation unit. It was also found that hook part of the sterilization cap on the main unit side came off. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the users reprocessed the device using method different from the instruction manual. The event can be prevented by following the instructions for use (IFU) section: it was confirmed that instructions for ltf-s190-5, reprocessing manual describes the reprocessing method. Olympus will continue to monitor field performance for this device.